Event description:
It was reported that on (B)(6) 2012 the patient underwent a stenting procedure in the first obtuse marginal artery without incident. During the stenting procedure in a heavily tortuous and heavily calcified first diagonal artery, pre-dilatation was performed with a 1.2 x 12 mm trek. A xience v rx 2.5 x 8 mm stent was advanced but did not cross the lesion. The device was removed without resistance and the lesion was again pre-dilated with a 2.0 x 12 mm trek. The same xience v rx 2.5 x 8 mm stent was again used but still did not cross the lesion. The device was removed from the patient anatomy without resistance. After the device was removed, it was noted that the stent had dislodged in the left anterior descending artery. The physician used a 2.5 x 12 mm otw trek to deploy the xience v 2.5 x 8 mm stent in the left anterior descending artery. The physician used the same 1.2 x 12 mm trek to again pre-dilate the lesion in the proximal first diagonal artery. He then re-used the 2.5 x 12 mm otw trek to again dilate the lesion. Next he chose another 2.5 x 8 mm xience v rx which did not cross the lesion. The device was removed from the patient anatomy without resistance. The procedure was completed with a xience nano 2.25 x 8 mm. Per the physician there was no clinically significant delay in the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it appears that the attempt to advance/remove the stent delivery system a second time likely contributed to the stent dislodgement. Based on the information reviewed, there is no indication of a product deficiency.